Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The olympus employee went on-site to the facility to observe their reprocessing practices and provide and in-service for correct reprocessing procedures. It was found the customer does not follow the instructions for use when reprocessing olympus endoscopes. This customer transports endoscopes from the closets to the tower by hand but the cabinets are in the rooms. Scopes are stationed well, but accessories aren¿t inspected prior to putting them into the scope. They do purge lumens and check all functions of the scope. The customer stated during procedures when multiple scopes are being used, will wipe the insertion tube, suction water through the scope and set aside to be properly pre-cleaned after the procedure is completed. The proper pre-cleaning was done but not always immediately after use as per our IFU. This customer transports from the procedure room to the dirty room in green bags and then put the scopes into bins in the dirty room. They sometimes put more than 1 scope per bin. The olympus employee witnessed several people carrying the green bags from the room to the dirty room without being placed in a basin; also witnessed the bags should be carried in a flat position so the scope isn¿t possibly damaging itself. This customer is using a veriscan leak tester. They have been trained by them and are following their instructions. They also have instructions hanging on the walls to support the process. They have instructions from veriscan on how to process a leaking scope and in everyone¿s competency folders are instructions from olympus. They also have electrical tape on hand in case of a leak. This customer has the scope buddy plus which releases the proper detergent doses as to the amount of gallons of water in the sink. They use a brand new sponge for every scope and wipe down as per the olympus IFU. They¿re also using our OEM brushes and again following the olympus IFU for proper brushing but I didn¿t anyone inspect the brush prior to use. From here the scope buddy plus does the aspiration and flushing steps. This is not machine, so please refer to their IFU for proper instructions. The olympus employee stated: ercp reprocessed and all steps were followed as per then IFU. In fact, extra hospital policy steps were performed. This customer is using the medivators dsd machine. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00387.

Event description:
Patient infection reported after use with an unknown olympus endoscope. No additional information. A request for additional information is in progress to clarify if gif-hq190 is the specific device involved.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. New information added to the following fields: h6, h10. Correction d8. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Olympus observed reprocessing steps by request from the user. Precleaning: performed properly, except it was not always performed immediately after procedure. Manual cleaning: performed with olympus brush in accordance with IFU. Not performed inspection prior to use for the brushes. Aer: used medivator dsd. Repair: order repair to a third-party agency. The user did not contact to sbc for 4 years. Based on the available information, the legal manufacturer was unable to determine the probable cause of the adverse events. Olympus will continue to monitor field performance for this device.